Event description:
Customer reported that he had low blood sugars. Customer stated that the drive support cap is protruding on his insulin pump. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk.